Event description:
Severe abdominal pain that radiates into lower back, pulsating sensation around fallopian tubes, spotting between menstrual cycle, irregular menstrual cycle. Shooting pain in legs, severe constipation. Suggests problem could be related to essure. Seen by family physician, followed by an ER visit later that night due to severity of symptoms. Diagnosis or reason for use: to prevent pregnancy, sterilization.